Event description:
Same case as: 2134265-2009-06439. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The target lesions were located in the saphenous vein graft (svg) jump graft to the right posterior descending artery (pda) and the other jump went to the obtuse marginal (om) to the circumflex (cx). The lesion was described as tight in the main body of the graft before it bifurcated. The lesions were 95% stenosed with severe angulation and tight stenosis at the ostial portion of the graft leading into the pda. A non-bsc guidewire was inserted and attempt was made to cross the severe angulation of the pda but was not successful. Next, a non-bsc 2.0x12mm balloon and a non-bsc 2.5x20mm balloon were used to pre-dilate the main body of the lesion to 10 atms. After pre-dilatation, a non-bsc guide wire was advanced to the om and another non-bsc guide wire was advanced through the light angulation of the pda. A 190 filter wire was advanced down the graft to the cx and was then deployed to protect the om graft. Next, a non-bsc 2.5x12 balloon was advanced to pre-dilate the ostium of the pda graft at 10 atms. Additionally, a non-bsc 3.0x12mm balloon was advanced to the cx. An attempt was then made to advance a taxus liberte 3.00x8mm stent to the ostial portion of the pda jump graft but difficulty was encountered when trying to get around the bend and it was necessary to use steady firm force. The stent delivery system was pulled back and the non-bsc 3.00x12mm balloon was also pulled back. Another attempt was then made to advance the taxus liberte to the target lesion. Despite still using steady firm pressure, it was not possible to place the stent at the target area. The stent delivery system was withdrawn from the patient and it was noted the stent was not on the balloon. Using cine, it was found that the front of the stent was stuck in the pda with half of the stent hanging over back into the parent vessel. Another physician was consulted at this time. The filter wire was left down in the cx and a non-bsc 3.00x8mm balloon was advanced down the wire and inflated to 4 atms to try to pull the stent back into the non-bsc sheath. This was not successful. The compliance on the non-bsc 3.00x8mm balloon was too soft and the nose of the stent was still stuck in the lesion. Next, an attempt was made to advance a non-bsc snare to retrieve the stent but the snare got hung up and it could not be advanced to where it was needed. Then an attempt was made to retrieve the filter wire but could not remove it using the retrieval sheath as it would not cross the dislodged stent. The filter wire was pulled out without using the retrieval sheath and removed intact. The stent still remained in the patient. A non-bsc 3.00x12mm was then advanced into the stent and inflated to 10 atms, pulled the stent back into the svg and inflated the balloon to 15 atms which deployed the stent. The patient's status was "ok" at this point. Another attempt was made to re-wire down through the cx graft but the main graft proximal to where the wires had been advanced "closed down". St elevation rose and blood pressure decreased. The patient experienced bradycardia and was treated with atropine. The heart rate came back up but the patient then began to complain of chest discomfort. Cardiac surgery had been contacted and a balloon pump was put in the left groin to help with re-profusion. Additionally during this time, the patient experienced ventricular tachycardia. Bradycardic rhythm returned without the patient being shocked. Next intravenous amiodarone was started and another dose of atropine was administered. At this point, the st segments and the inferior leads decreased down to baseline and there was no more evidence of active infarction occurring. The patient was then taken emergently to the operating room and although now in critical condition, the patient's status is reported as "stable". Additional information was requested; however, no further information will be provided.

Manufacturer narrative:
Since a device was not returned, a product analysis could not be performed in an attempt to confirm the reported event. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause classification for this complaint is caused by other device. (B)(4).